Manufacturer narrative:
Release handle.

Event description:
The customer reported that the red side release handle on their performance pro "broke." There was no reported pt involvement or adverse consequences.